Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip was selected for treatment and advanced to the mitral valve. However, while the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and was successful. The clip was then deployed, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All information was investigated and the reported single gripper actuation issue (difficult to open or close) could not be replicated in a testing environment due to the condition of the returned device (clip was deployed and therefore, was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided, a cause for the reported difficult to open or close associated with a single gripper actuation issue during procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.